Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Moisture damage was also found on the motor. We were unable to perform the functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to a blank display anomaly. The pump had cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump stopped working when she took an unexpected dive into the lake. Customer stated that it looked like it was working, but 15 minutes later nothing was on the screen. Customer reported that there was fluid under the lcd display. Customer stated that she did not drop her pump and she dove into the lake with the pump on. Customer stated that there are no cracks or damage on the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.